Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the submitted log files were evaluated and confirmed no external power alarms. While using the mobile power unit (mpu), low power hazard alarm and power cable disconnect alarms on (B)(6) 2025 steadily progressed to a no external power by 14:56:56 and resolved by 14:57:24 when power was restored to the mpu. These atypical alarms activated due to relative state of charge (rsoc) invalid faults associated with the either power cable being outside the expected voltage range. All the alarms resolved within 30 seconds of activation when the respective power cable¿s voltage was restored to the expected voltage range. The sequence of events during the loss of power was consistent with the loss of external alternating current to the mpu. The driveline was observed to be disconnected at 18:01:33 on (B)(6) 2025, consistent with the reported information. Despite the alarms, the pump functioned as intended without interruption. No other notable events or alarms were observed, and the system appeared to function as intended. The mpu (serial number (B)(6) was not returned for evaluation. The root cause for the alarms could not be conclusively determined through this investigation. The device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found during investigation that low power hazard alarms and power cable disconnect alarms progressed to a no external power alarm on (B)(6) 2025 while the patient was on a mobile power unit.